Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. The product returned for evaluation was one 22g safestep infusion set without y-site. The unit was functionally tested by flushing the infusion set with water using a 12 ml luer lok syringe. During testing, no leaks outside the device were observed. However, microscopic inspection of the unit found blood residue on the exterior of the needle inside the needle housing, indicating that a cavity was present inside the needle housing where fluids could leak into. The needle housing was microscopically inspected for adhesive voids with and without a uv light. Some air bubbles were observed in the adhesive inside the needle housing. The device is a supplied component and the supplier was notified of the event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that liquid leaked from the plastic base during infusion therapy. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a safestep device was returned for evaluation. An initial visual observation of the video showed the device accessing the patient. An attempt to aspirate the device was performed and while blood can be seen in the extension tubing, the plastic base is also gradually accumulating blood. Although a leak was confirmed, there were no distinguishing features in the returned video which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.